Event description:
It was reported that there were keypad issues.

Manufacturer narrative:
Additional information: d10 update: g4 corrections: h3, h6 (method, results, conclusion) the customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn(B)(6)was performed from (B)(6)2019 to (B)(6)2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were keypad issues.